Manufacturer narrative:
The implant and explant dates are approximations. (B)(4).

Event description:
Additional information received reported cycling was not enabled while the device was implanted.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that upon reaching end of service, the longevity was not met. The cause was unknown. There was no evidence of an internal mechanism for premature depletion found during analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life. There was no telemetry and no output. Results and conclusion evaluation codes updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected. Settings for the device were provided and it indicated that the device had been programmed to various electrodes during implantation. The amplitude ranged from 0.6-2.6v and had been changed numerous times. In (B)(6) 2012, an impedance measurement of 4,000 ohms was noted. A reduced longevity message was seen in (B)(6) 2012 and finally in (B)(6) 2014, there was no communication with the device and it was replaced. No symptoms were reported and the patient was reportedly ¿fine.¿ based off the provided settings, the expected longevity of the device was 52 months. The actual implant duration was about 37 months. It was added that the patient had access to a patient programmer and the upper limit had been set to 1v over the ¿normal limit.¿ a follow up report will be sent if additional information is received.